Event description:
It was reported that pt underwent total elbow arthroplasty in 2008. During procedure, it was discovered that the custom condyle kit would not assemble together. Extra material was identified on the axial of the male condyle. The surgeon removed the extra material with a high speed burr to allow a correct fit. A five (5) hr delay in procedure was experienced.

Manufacturer narrative:
There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available.